Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a catheter restriction alarm. The customer reported having several alarms the night before as well as gas loss and auto-fill failure alarms while on call with the getinge representative. The customer verified all tubing was secure and denied any presence of external kinking. The iabp monitor showed the pump was functioning appropriately. The patient was alert, oriented, and had not been ambulating or moving about in bed. Further troubleshooting revealed the universal sheath seal was not secured to the insertion site so there was no support to prevent kinking at the groin site. There was also a large gauze placed under the catheter at the insertion site causing upward pressure. With these findings in mind, the getinge representative suggested that the customer discuss re-dressing the catheter with the providers (as it was not sterile due to the sheath seal and stat gard sleeve being several inches from the arteriotomy). The customer called back after assessing the site to report the catheter had a large kink at the groin site with a tiny hole where the catheter was bent. The iab was successfully replaced with a new one to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: cicu manager. Additional reporter: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the membrane and between the catheter and the sheath. The returned non-datascope sheath was attached to the catheter at approximately 64.2 cm from the iab tip. A pressure tubing, extender tubing, and three-way stopcock were attached to the iab. Two catheter tubing kinks were observed approximately 0.2 cm & 13.2 cm from the y-fitting. A catheter tubing/inner lumen kink was observed at approximately 10.4 cm from the y-fitting. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was found as a result of a kink that was detected on the catheter tubing at approximately 10.4 cm from the y-fitting and measuring approximately 0.3 cm in length. A 0.025¿ guidewire was inserted and blood traces were found in the inner lumen. The investigation confirmed the reported failures. The alarms were triggered by the catheter tubing leak. We are unable to determine how this may have occurred. A nonconforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).